Event description:
The customer reported that while the iabp was in use on a patient, the iabp shut down due to the batteries becoming depleted eve though the unit was plugged into a wall outlet. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The device has not yet been evaluated by (B)(4). We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).